Event description:
It was reported that during a percutaneous transluminal coronary rotational atherectomy treatment procedure, the burr became stuck in the lesion. Vascular access was obtained bilaterally. The 90% stenosed target lesion was located in the calcified ostial left anterior descending artery (lad). An intra-aortic balloon pump was placed. Following advancement of the floppy rotawire guide wire across the lesion, the rotablator rotalink plus 1.25mm burr was advanced to the lesion. Upon rotation at 80,000 rpms for 13 seconds, the burr stalled and became stuck in the lesion. They were able to remove the burr successfully. The procedure continued with ballooning and deployment of a 2.5 x 24mm non bsc stent. No patient complications were reported, and patient status is ok.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).